Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator failed which was clarified to mean that instead of helping with the pain, it had increased the pain. The patient was unsure of when the device started increasing the pain instead of helping it. The entire system was removed on (B)(6) 2018. There were no further complications reported or anticipated.